Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hypoglycemia with continuous glucose readings as low as 40 mg/dl and a confirmatory fingerstick of 30 mg/dl after announcing a usual dinner while glucose was 77 mg/dl, with persistent low glucose for several hours despite no additional insulin beyond the meal dose; no alarms were reported. Symptoms included shakiness and feeling unwell. Outcomes included oral carbohydrate treatment with french toast, juice, and punch, ongoing monitoring, and no medical intervention or ketone testing. Investigation included review of the event report and user feedback, and troubleshooting and education were provided regarding meal announcements while low and supportive care with carbohydrates. Investigation of this case revealed no device alarms or malfunctions and no external insulin use, and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.